Event description:
It was reported that the customer has been in and out of the emergency room three times due to high blood glucose and dka. Caller stated that the customer is currently hospitalized in intensive care unit with blood glucose of 733 mg/dl. Caller stated that the customer has been off the insulin pump for 6 weeks. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.